Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer successfully completed the load process/resumed insulin delivery using a new needle, syringe, and cartridge. The customer's blood glucose level was 227 mg/dl and it was addressed with a bolus.